Event description:
Patient experiencing persistent nongeological symptoms in left arm. Tingling, pain in the elbow and shoulder. Radiating discomfort into the neck with occasional facial sensations. Symptoms worsen with physical activities. Patient was treated 2 years ago. Multiple medical tests (emg, MRI), which show chronic ulnar nerve neuropathy and signs of nerve damage.